Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007 due to vaginal prolapse and voiding dysfunction. Additionally, mesh was implanted on (B)(6) 2007 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, and vaginal scarring. It was reported that patient underwent mesh revision/ excision of the vaginal wall graft on (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mid-urethral sling revision on (B)(6) 2007. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and boston scientific vesica were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent extensive urethrolysis of omental interposition, extensive enterolysis, abdominal paravaginal defect repair, abdominal enterocele repair, and perineoplasty due to urethral kinking/urinary retention, vaginal prolapse, cystocele, enterocele, rectocele, and perineal defect. It was reported that patient underwent a second surgery for sui and a remeex sling system was implanted on 05/01/2007 with a subsequent revision of this sling on 05/18/2007 due to urinary retention. It was reported that the patient then experienced urinary retention, cystocele and hypertrophy of left labia minora and underwent a mesh revision along with concurrent partial vulvectomy with implantation of mesh and boston scientific vesica. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 and on (B)(6) 2009. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, chronic pain with sitting and standing, urinary retention, urinary leakage, urgency and frequency with urination and chronic abdominal cramping, difficulty bowel movements, mesh erosion, protrusion, pungent vaginal odor and discharge. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, incomplete bladder emptying and retention.

Manufacturer narrative:
Additional narrative: it was reported that a mesh, remeex system (MFR: tri-anim), was implanted into the patient on (B)(6) 2007.